Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both the patient¿s atrial {sn: (B)(4)] and ventricular [sn: (B)(4)] leads were relaying noise in clinical follow-ups. Both leads were explanted and replaced. The leads exhibited evidence of clavicular crush. The patient was stable after the procedure.